Manufacturer narrative:
Additional information: the cutter remained inside the housing during withdrawal from the patient. The device was safely removed from the patient with no obvious damage to the cutter. No unfamiliar sounds were emitted from the motor. The blade returned into the housing during withdrawal from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-m device with a non-medtronic 6fr sheath and a 4.0mm spider fx embolic protection device to treat a 20mm severely calcified cto (chronic total occlusion-100%) in the patient¿s distal right popliteal artery of 5mm diameter. Slight tortuosity was reported. The IFU was followed and the device was prepped without issue. The vessel was pre-dilated. No resistance was felt during advancement. The device stopped packing after a couple of passes. The physician removed it to clean but it would only advance about one third of the way after cleaning. It was reported to have been flushed multiple times with no visible tissue observed but the cutter would not pack more than one third of the way. The device was replaced with a new hawkone h1-m to complete the atherectomy followed by a 5x40 chocolate pta balloon and a 5x40 inpact admiral. No patient injury was reported.

Manufacturer narrative:
Device evaluation visual inspection: the cutter driver was disconnected from the hawkone. The cutter driver was returned in the "on" position. Dried blood was noted on the cutter driver; however, no anomalies were noted with the cutter driver. Inspection of the hawkone revealed no damage or anomalies to the shaft or slide cover. A bend in the distal assembly approximately 1.7cm distal to the cutter window. Microscopic inspection of the bend revealed no tears or holes in the tecothane; however the inner coils were depressed inward. The cutter was returned advanced approximately 1.7cm distal to the cutter window. Functional testing: the cutter driver was activated. No anomalies were noted during activation. No sound issues were observed. The cutter was able to retract immediately as intended. Inspection of the cutter revealed no anomalies. The thumb-switch was then advanced; however, the cutter could only advance 1.7cm. The cutter was noted to stop at the location of the bend. Examination of the bend revealed the cutter was unable to pass the bend. Image review one collage image, consisting of two cine images and five additional separate cine images were received for review. The cine images provided could not clearly identify the reported hawkone device with the vessel. The cine images appeared to be before and after cines of a treated targeted vessel. The two images appeared to be the same vessel and show the debris removed from the targeted vessel. The college also displayed images of biological debris, most likely removed during the procedure the cine images are from, and a syringe used for measurement of the debris. The additional separated images also appeared to be before and after cines of the treated targeted vessel. Cine images 1-4 showed a targeted vessel with a lesion. Cine image 5 showed the same targeted vessel post treatment with discernible increase in blood flow/circulation. The images provided showed the successful use of a hawkone directional atherectomy device. If information is provided in the future, a supplemental report will be issued.